Manufacturer narrative:
Follow up information (perforation questionnaire) received on 24-jul-2015 from physician: the patient was (B)(6) at time of the event. She is obese and was not pregnant at time of the report. Her medical history includes depression and asthma. She has no allergies. She had no previous gynecological problems, procedural or interventions. She was gravida 2 and para 2. On (B)(6) 2014, essure, lot number c91769, was inserted under general anesthesia; cervical dilation and sounding were also performed during the procedure. The physician considered the procedure easy on the left side and difficult on the right because the ostium was not visible. During the hysteroscopy, there was no more than 1500cc of fluid loss. At time of the procedure the patient was 7 weeks postpartum. On (B)(6) 2015, the hsg was done and confirmed essure placement. Until the confirmation test she used condoms as back up contraception. The physician stated there was no perforation; patient had a laparoscopic bilateral total salpingectomy on (B)(6) 2015. The pathology report showed no essure coils. On (B)(6) 2015, an x-ray of abdomen was done and showed both essure in the pelvis. The patient had no complaints and no organ or intra-abdominal structure was perforated. At time of the repot, essure was not removed and there was no plan to remove it. Follow up 06-aug-2015: ptc investigation results were updated (lot number received c91769) and provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch . No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up received on 11-aug-2015: initially, both coils were seen within the tubes, but both the tubes were patent and the coil on the right tube appeared to have migrated to the ampulla of the tube. On the hsg dislocation of one of the essure was suspected, from the cornua, but not into the abdominal cavity. This was an unexpected finding after the salpingectomy because the coils were not found with the specimens. The reason for the salpingectomy was the failure of the essure to cause occlusion, and the suspected migration into the area of the ampulla of the right tube (the event salpingectomy was deleted). A total bilateral salpingectomy was performed to decrease the patient´s risk of ovarian cancer as per recent literature. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram (hsg) performed 3 months after insertion showed suspected migration into the area of the ampulla of the right tube. Due to this, she underwent bilateral salpingectomy six months after placement. After the surgery pathology reports showed no essure coils inside the removed tubes, an x-ray was performed and showed both coils were in abdomen/pelvis. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. The previously reported event had surgery to remove both tubes was deleted, since the indication for this procedure was provided on follow-up. During essure use, there is a risk that the device could move out of fallopian tubes to peritoneal cavity due to a perforation during insertion or as a consequence of device migration through fallopian tubes. In the present case, physician believed there was no perforation. Hsg at 3 months raised suspicion of right implant migration to the ampulla of the tube; later both coils were found to be in the pelvis. Considering the nature of the reported event, causality with essure cannot be excluded. Additional non-serious event was reported. Since an intervention was required (salpingectomy) this case was regarded as incident. The updated (with lot number) product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. It was reported that hsg showed double patency. In (B)(6) 2015, patient had had surgery to remove both tubes and no essure coils were found in fallopian tubes. Both coils were in abdomen. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and six months after placement had surgery to remove both tubes and no essure coils were found in fallopian tubes. Both coils were in abdomen. These events, interpreted as salpingectomy and device dislocation, are serious due medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy) may be required. Also, during essure use, there is a risk that the device could move out of fallopian tubes to peritoneal cavity. In this case, the patient underwent a salpingectomy for unknown indication and during the procedure it was found out that the devices were not in fallopian tubes. The devices were in abdomen. Although in this case the intervention's indication was not provided, considering their nature and positive temporal relationship, causality with essure use cannot be excluded and therefore this case is regarded as incident. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.